Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The flow valve was replaced proactively, and the unit was returned to service. No patient information available at time of MDR submission. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate. There was no report of patient injury.

Manufacturer narrative:
The date of 2/13/18 entered in this correction reflects the proper date of the initial MDR submission. (B)(4).